Event description:
It was reported that the patient's pump would randomly malfunction and completely shut down. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.